Event description:
It was reported that during an uspecified spinal fusion surgery, the tip of the driver stripped and broke-off in a non-breakoff set screw during tightening. All pieces were recovered. No patient complications were reported.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with one preformed clip inside the cartridge. Upon functional testing of the device, the clip was loaded, retained and formed as intended. A funnel gage was used to evaluate any malformed clip issues without any anomalies noted. No conclusion could be reached as to what may have caused the reported incident.

Event description:
It was reported that during a coronary artery bypass graft, the ligaclips slid off the vessel being sealed and sometimes also cut the vessel because they did not close properly. It is unknown what action was taken to manage the problem during the procedure.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.